Manufacturer narrative:
Condition of the returned video prevents proper testing / failure analysis of the reported allegation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part: 07.702.016s, lot: 0d53340, manufacturing site: selzach, supplier: osartis gmbh. Release to warehouse date: 01.sep.2020. Expiry date: 01.apr.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a vertebroplasty procedure on (B)(6) 2021, surgeon could not push and pull the handle of vertecem v+ cement kit. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. No additional information could be provided. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part: 07.702.016s lot: 0d53340 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: september 1, 2020 expiry date: april 1, 2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the instrument was received and upon visual inspection there is cement build up inside the chamber. Functional test a functional test was performed and the handle could not be turned to move the plunger up or down and thus the complaint is confirmed. Dimensional inspection: no dimensional inspection was performed as relevant dimensions could not be accessed without damaging the instrument. Document/specification review: - vertecem mixer, mixer complete based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint condition was confirmed for the instrument. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Investigation conclusion: after a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument was received and upon visual inspection there is cement build up inside the chamber. The complaint condition was confirmed for the instrument. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 07.702.016s, lot: 0d53340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01.sep.2020, expiry date: 01.apr.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 07.702.016s, lot: 0d53340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01.sep.2020, expiry date: 01.apr.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.